Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a study and healthcare provider (hcp) regarding a patient receiving intrathecal morphine (5 mg/ml at 0.2401 mg/day) via an implanted pump system. A pump pocket seroma was diagnosed via ultrasound on (B)(6) 2015. There was yellowish discharge, swelling, and fluctuance around the abdominal wound closure where the patient's pump was implanted (right lower abdomen). The seroma was drained on (B)(6) 2015. On (B)(6) 2015, the patient was prescribed keflex 500 mg twice daily for ten days, and the seroma was again drained. The seroma was drained again on (B)(6) 2015, and the patient was given an abdominal binder on (B)(6) 2015. Improvement was noted on (B)(6) 2015. On (B)(6) 2015, the incision was well-healed. No fluid was palpated, and there was no erythema, swelling, or tenderness. The event was reportedly related to the implant procedure. Lab work revealed no microorganisms, and the event resolved without sequelae as of (B)(6) 2015.